Event description:
Customer reported an emergency room visit due to high blood glucose readings. Customer stated that during bolus the insulin pump stops and the customer has to press resume. Customer's blood glucose reading at the time of the call was 594 mg/dl and has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and a low battery alarm were noted in the alarm history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.